Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a mild hyperopic outcome and decreased visual acuity after implant of a model zcb00 tecnis monofocal iol (intraocular lens) in her left eye (os). The lens was explanted and the incision was enlarged. The same model lens was used for the replacement; a larger, 22.5 diopter lens. The patient was doing fine when discharged. Visual acuity pre-op (pre-initial implant): 20/50. Visual acuity post-op (post-initial implant): 20/30+2. Patient was prescribed with besivance, lotemax and prolensa. Product will not be returned. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.